Event description:
It was reported that a syringe plastipak 5ml 25mm 7dmm s/su nbs had leakage. The following was reported, "there is a crack near the number 1 and 2 in the graduation and the substance leaked there. (Photos attached) information received by email on 3/13/2019: there was a damage, the customer relates: "when pressing the plunger of the syringe containing electrolytes to remove air bubble in inner of the syringe, part of the electrolytes projects to the below part of the safety glasses hitting the right eye". There was no need for medical or surgical intervention. Sample is no available. Anvisa was not notified."

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The new photo sent by the customer was verified and it was possible to observe barrel cracked. Also the retain samples were verified and no deviations were observed. This way it was possible confirm the complaint. The probable root cause for this incident is jam parts in assembly process, which may cause impacts that might generate cracks.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe plastipak 5ml 25mm 7dmm s/su nbs had leakage. The following was reported, "there is a crack near the number 1 and 2 in the graduation and the substance leaked there. (Photos attached). Information received by email on (B)(6) 2019: there was a damage, the customer relates: "when pressing the plunger of the syringe containing electrolytes to remove air bubble in inner of the syringe, part of the electrolytes projects to the below part of the safety glasses hitting the right eye". There was no need for medical or surgical intervention. Sample is no available. Anvisa was not notified.".